Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging he was unable to test because his onetouch ping meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013 at approximately 10am the patient reported the alleged issue first occurred. The patient reported using insulin pump therapy to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. However 2 days later the patient reported he obtained high readings on the meter and developed symptoms of frequent urination. The patient did not report receiving any medical intervention in response to his alleged symptoms. At the time of troubleshooting, the cca confirmed this was not the first time the meter had been used and there was no misuse of the product. The alleged issue was not resolved with a walk through retest. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported he was unable to test due to the alleged issue and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ (09/23/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 9/13/2013 and 9/17/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a contaminated battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.